Event description:
It was reported that the consumer underwent a right total hip arthroplasty on (B)(6) 2011. Its further alleged that the hip failed due to alleged altr.

Manufacturer narrative:
Reported event: an event regarding altr, infection, and corrosion involving a accolade stem was reported. The altr event was not confirmed. The infection and corrosion was confirmed in med review. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: the revision operative report dated (B)(6) 22 revealed a preoperative diagnosis of likely trunnionosis with periprosthetic joint infection (pji), based on elevated inflammatory markers and metal ions. Intraoperatively, cloudy fluid was discovered within the hip, prompting analysis and biopsy. Results indicated a significant presence of white blood cells (wbc) and polymorphonuclear leukocytes (pmns), strongly suggesting infection. The surgeon proceeded with explanting the existing hip, conducting extensive irrigation and debridement (I&d), and implanting a prostalac. Notably, corrosion was observed on the trunnion and inside the femoral head upon removal. Subsequently, a second revision operative note detailed the explantation of the prostalac and formal re-implantation of revision hip components. The root cause of the revision total hip arthroplasty (tha) was definitively identified as periprosthetic joint infection (pji), with no evidence of trunnionosis or adverse local tissue reaction (altr) noted. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to altr. A review of the provided medical information by a clinical consultant indicated: the revision operative report dated 7/9/22 revealed a preoperative diagnosis of likely trunnionosis with periprosthetic joint infection (pji), based on elevated inflammatory markers and metal ions. Intraoperatively, cloudy fluid was discovered within the hip, prompting analysis and biopsy. Results indicated a significant presence of white blood cells (wbc) and polymorphonuclear leukocytes (pmns), strongly suggesting infection. The surgeon proceeded with explanting the existing hip, conducting extensive irrigation and debridement (I&d), and implanting a prostalac. Notably, corrosion was observed on the trunnion and inside the femoral head upon removal. Subsequently, a second revision operative note detailed the explantation of the prostalac and formal re-implantation of revision hip components. The root cause of the revision total hip arthroplasty (tha) was definitively identified as periprosthetic joint infection (pji), with no evidence of trunnionosis or adverse local tissue reaction (altr) noted. Additional information, including pathology reports, operative reports, progress notes, x-rays, follow up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the consumer underwent a right total hip arthroplasty on (B)(6) 2011. Its further alleged that the hip failed due to alleged altr. Not revised yet.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant . -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays, follow up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the consumer underwent a right total hip arthroplasty on (B)(6) 2011. Its further alleged that the hip failed due to alleged altr. Not revised yet.